Manufacturer narrative:
(B)(4). The field service representative (fsr) verified the reported issue. The fsr found that the sense line was not connected the power manager board. After reconnecting the line he drained the batteries and charged the unit overnight. The next day the batteries were fully charged at 18 amp hours (ah). The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the batteries were not charging. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.